Event description:
The lay user/reporter contacted lifescan in 2008 and alleged that the patient's one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred the same day at 1:00 am. The patient had reportedly obtained a result of 322 mg/dl on the subject meter. As a result of the reported issue, she reportedly skipped or stopped her diabetes medication (70/30 novolin mix insulin). About 5 minutes after the product issued began, the patient experienced "sweats". She did not administer any treatment at that time. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. It was discovered that the test strips were expired (use error). This complaint is being reported because the patient claimed to have experienced a symptom suggestive of hypoglycemia after the reported issue began. The test strips were expired (use error) which may lead to inaccurate results. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.